Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio flex meter displayed an inaccurately high control solution result. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first began on (B)(6) 2017. No time was provided. She stated that on an unspecified date and time she obtained an alleged inaccurately high control solution result of 413 mg/dl on the subject meter. The patient manages her diabetes with ¿januvia, tresiba and fraxiga¿ and stated that in (B)(6) 2018, in response to the alleged product issue she increased her dose of tresiba from 46 to 48 units and ate less carbohydrates. She detailed that on (B)(6) 2018, after the alleged issue began she developed the symptom of ¿weak and disorientated¿. The patient denied that she received any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strip vial was neither cracked nor broken and the test strips were stored correctly and within expiry date. The control solution test had not been selected manually. The control solution was correct, stored correctly and had not expired. The control solution test was carried out correctly. However, when the cca walked the patient through a retest the patient was unable/ unwilling to say if the result was in lfs¿ acceptable range. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.